Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient developed increasing right ventricular (rv) threshold following implant of the implantable pulse generator (ipg) system. The device was reprogrammed, however patient continued to have intermittent loss of capture (loc). Therefore the ipg was removed and replaced with a new device and the rv lead remains in use. No further patient complications have been reported as a result of this event.